Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy fluid, cramps and not feeling well. On an unreported date the patient was treated with ancef 1.2 gram, orally (frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. The patent was not hospitalized for the peritonitis event. On an unreported date the patient was retrained on proper aseptic technique. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.